Manufacturer narrative:
Device evaluated by MFR.: the complaint device was returned for analysis. Visual inspection, a delivery wire, main coil and introducer sheath were returned for this complaint. The coil and delivery wire arms were not interlocked within introducer sheath, nevertheless, the main coil was tangled with the interlocking arm of the delivery wire. The main coil was found kinked and stretched. The delivery wire was inspected, and no damages were found. No more damages were found in the returned device. Microscopic inspection of the delivery wire. The zap tip has a smooth surface. The interlocking arm was inspected, and no anomalies was noted. Microscopic inspection of the main coil. The zap tip has a smooth surface. The interlocking arm was inspected, and it was detached (part not returned). The coil dimensions that could be measured were inspected.

Event description:
Reportable based on device analysis completed on 17aug2021. It was reported that jammed coil occurred. The target lesion was located in the iliac artery. A 15mm x 40cm interlock cube coil was selected for use. The device was flushed continuously before introduction. During the procedure, it was noted that the coil could not be delivered and got stuck inside the 5 french non-boston scientific catheter. The device was simply pulled out upon removal and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed main coil detachment.